Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges test device negative after 15 minutes of incubation and positive after 18 minutes of incubation when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 1153341. Bd quality performs a systematic approach to investigate test device negative after 15 minutes of incubation and positive after 18 minutes of incubation complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. A batch review was performed for the number provided. The reported issue was unable to be confirmed. The retention testing could not be tested as they are expired. There are no current trends against test device negative after 15 minutes of incubation and positive after 18 minutes of incubation was identified. Bd quality will continue to closely monitor for trends. H3 other text : see h.10.

Event description:
It was reported while testing with bd rapid detection of sars-cov-2 veritor¿ the test was negative after 15 min and then positive after 18 min. There was no report of confirmatory testing or patient impact. Eua # (B)(4). The following information was provided by the initial reporter, translated from portuguese to english: the same bd veritor test device was negative after 15 minutes of incubation and positive after 18 minutes of incubation.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing with bd rapid detection of sars-cov-2 veritor¿ the test was negative after 15 min and then positive after 18 min. There was no report of confirmatory testing or patient impact. Eua # (B)(4). The following information was provided by the initial reporter, translated from portuguese to english: the same bd veritor test device was negative after 15 minutes of incubation and positive after 18 minutes of incubation.